Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a consumer receiving dilaudid [2 mg/ml] at a rate of 0.23 mg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that the logs showed a motor stall on (B)(6) 2017 and a stop pump period may exceed tube set on (B)(6) 2017. It hadn't been less than 2 hours since the patient exited the MRI field. The MRI took place in (B)(6). A motor stall recovery message was displayed on (B)(6) 2017.there were no reported symptoms and no further complications reported/anticipated.